Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the quick release and she noticed it while taking her pants off. The site location was right leg and the pump was located on the right hip. The infusion had been in use for 24 hours and infusions were stored in the dresser in her room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Her blood glucose level was 575 mg/dl at the time of this report. No further information available.